Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Angina, ischemia and restenosis are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and their relationship, if any, to the devices cannot be determined; there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
It was reported via a trial that approximately fourteen months post stenting with one 2.5 x 12 xience v stent in the proximal first diagonal branch, the patient experienced dyspnea and chest pain. On (B)(6) 2011, the patient underwent percutaneous coronary revascularization for 80% in-stent restenosis in the index target lesion. The patient's condition resolved on 01/12/2011 and the patient was discharged one day after the procedure. There was no adverse patient sequela. Though requested, there was no additional information provided.